Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of pull wire broke. A visual evaluation of the returned device found the wire basket assembly to be extended. The side car-rx was found torn and presented pushback out of specification. Furthermore, the handle cannula was not broken. It was found to have been slightly bent and pulled out of the finger ring portion of the handle assembly. Dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end indicating that the cannula was forcibly pulled out from the set screws. The evaluation concluded that during procedure the excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. Therefore, the most probable root cause of this complaint is operational context, since due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket to crush a 1.2 cm size stone. However, the wire at the proximal end of the working length broke. The physician was able to remove the entrapped stone from the basket, and remove the basket from the patient, by shaking and pulling the basket gently. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.